Event description:
It was reported that a user with an active freestyle libre 3 plus sensor observed ¿dosing stopped¿ on the ilet display after starting and scanning the sensor with the abbott app instead of the ilet mobile app. No symptoms or adverse clinical effects were reported. Outcomes included user education and restoration planning, with instructions to start future sensors and perform scanning in the ilet mobile app to enable dosing. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed user setup error resulting in the ilet not receiving glucose data needed for automated dosing and not comprehending that dosing had stopped, consistent with device use outside of instructions. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and app workflow.